Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed blurry vision on the left eye (os) at 5 week post op exam. A brief description from the surgery center indicated the cells had reoccurred the day of treatment and a flap and rinse was required and topical steroids were increased. The patient's comment was there was blurry vision. The patient experienced one line loss of best corrected visual acuity. The surgery center indicated the patient will need a laser treatment enhancement. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 1.00 x -1.75 x 94; left eye pre-op 20/20 .50 x -1.00 x 97. Post-op; bcva from (B)(6) 2015: left eye post-op 20/20 -3.00 x -2.75 x 15. Post-op; bcva from (B)(6) 2015: left eye post-op 20/25.